Event description:
Customer reported a button error alarm. The blood glucose reading was 135 mg/dl. Nothing further was reported.

Manufacturer narrative:
Button error alarm and intermittent button press noted due to corroded keypad traces. Missing end cap sticker noted.